Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported setting up her machine and at step 1 the cycler kept repeating the step. The patient used another cassette and was able to get past step 1. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms/warnings prior to or after the leak. The cause of the leak is unknown. Upon follow up, the patient confirmed that the reported fluid leak event was discovered after completing the pd treatment. The patient woke up to a small amount of fluid inside the cycler door. There were no alarms produced by the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported setting up her machine and at step 1 the cycler kept repeating the step. The patient used another cassette and was able to get past step 1. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms/warnings prior to or after the leak. The cause of the leak is unknown. Upon follow up, the patient confirmed that the reported fluid leak event was discovered after completing the pd treatment. The patient woke up to a small amount of fluid inside the cycler door. There were no alarms produced by the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of there are black lines on the images was confirmed. The probe¿s rubber lens is peeling and is causing black lines on the image.